Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter log showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a demo the adapter was dropped and broke. There was no patient involved.